Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician made two successful passes using the psr3d with a penumbra system ace 68 reperfusion catheter (ace68) and a velocity delivery microcatheter (velocity). During the third pass, while retracting the psr3d, the physician noticed that the psr3d had detached from its pusher assembly. Therefore, the physician used another psr3d to remove the detached psr3d from the patient¿s body. The procedure was completed using the second psr3d with the same velocity. There was no report of an adverse effect to the patient.